Manufacturer narrative:
The complaint was reported for the issue of ¿adhesive loss at the a-rubber, adhesive peeling off the probe shell and a-rubber. The device failed the electrical resistance test of the distal tip." Olympus was able to confirm the customer request and determined the following cause: insertion part --- a-rubber glue ---chipped. Insertion part --- distal end --- c-cover --- insulation < threshold. Additionally, the following failures were identified: insertion part --- distal end --- light guide rod lens (1x) --- foreign material. Insertion part --- distal end --- c-cover --- cracked. Control unit --- ks-mouthpiece --- damaged. Connector --- broken connector --- plug unit --- cracked. The investigation for the failure(s) listed below is supported with prior investigations performed through the product technical investigation (pti) process as documented in the as investigated codes: insertion part --- distal end --- c-cover --- insulation < threshold. Insertion part --- distal end --- c-cover --- cracked. Insertion part --- a-rubber glue ---chipped. Control unit --- ks-mouthpiece --- damaged. Connector --- broken connector --- plug unit --- cracked. A risk review was performed and no unanticipated failures or harms were identified. A historical review of the last 12 months of complaints was performed, and no trends were identified. A CAPA history review was performed. There are no capas identified related to the reported issue. The complaint is confirmed. The most probable cause of the complaint is cause traced to component failure indicating expected or random component failure without any design or manufacturing issue. The most probable cause of the additional failure(s) is cause traced to component failure indicating expected or random component failure without any design or manufacturing issue. The most probable cause of the additional failure(s) is cause not established, which indicates that the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. No further escalation is required.

Event description:
It was observed that during the device evaluation, the colonovideoscope had a foreign material in the light guide rod lens of the distal end of the insertion part. There was no patient involvement.

Manufacturer narrative:
This report is supplemented to correct a previously submitted report. Corrected field: h11 - incorrectly reported in the previous report. The device was returned to olympus for inspection. Based on the results of the investigation, it was confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.